Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in backup vvi mode. Prior to the reset the patient had a dental procedure done and was unknown if any electrocautery was used. The patient was asymptomatic. A device download was performed successfully.